Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use. Manual pressure was used to complete the procedure. There was no reported patient injury. The procedure used a retrograde approach. The device packaging was intact prior to use. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stenosis, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was present at or near the puncture site, and the site had not been previously closed within 30 days. There was no difficulty connecting the non-cordis sheath with the vascular closure device (vcd). The vcd and non-cordis sheath were retracted together appropriately until both pulsatile flow and bleed back slowed or stopped, and the indicator window turned solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was not deployed or visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use. Manual pressure was used to complete the procedure. There was no reported patient injury. The procedure used a retrograde approach. The device packaging was intact prior to use. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stenosis, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was present at or near the puncture site, and the site had not been previously closed within 30 days. There was no difficulty connecting the non-cordis sheath with the vascular closure device (vcd). The vcd and non-cordis sheath were retracted together appropriately until both pulsatile flow and bleed back slowed or stopped, and the indicator window turned solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was not deployed or visible. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. It was observed that the indicator window was received in the black/ white position. During this visual analysis, a kink on the delivery shaft was observed, located 15 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter and results were within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black, black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window black, white and red position was also obtained. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.